Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported in clinic. Upon interrogation, it was noted the implantable cardioverter-defibrillator exhibited multiple episodes of t-wave oversensing. Also upon interrogation, the device triggered the radio frequency (rf) lockout due to excessive rf telemetry. Programming changes were recommended to treat the oversensing. The cardiologist chose to make no changes and continue to only monitor. The patient was stable.